Event description:
On (B)(6) 2012 customer reported that the access 2 instrument generated false positive accutni patient results above the ami cutoff, and false positive ckmb results above the normal range of the ckmb assay for two patients. Repeat testing on a different instrument produced lower results in the normal range of the assay for both patients on the accutni and ckmb assays. Customer also obtained a false positive accutni result above the normal reference range, and at the top of the ami cutoff of the assay for a third patient. The third patient also had a ckmb result at the top of the reference range of that assay. Repeat testing on a different instrument produced a lower result in the normal range of the accutni and a lower result below the reference range of the ckmb assay for the third patient. It is unknown if the erroneous results were reported out of the laboratory before repeat testing. However, customer stated that there were no changes in patient treatment or affect to the patients in connection to this event. Customer supplied documentation showed quality control (qc) passed prior to the event, but low level accutni qc failed after the erroneous results were obtained. System checks performed by the customer on (B)(6) 2012 passed within instrument specifications. Customer did not indicate that they had any sample integrity concerns in connection to this event. Field service engineer (fse) inspected the instrument and performed several hardware replacements. Fse replaced the wash pump seals, the wash pump manifold, the peripump tubing, and adjusted the ultrasonics. Fse replaced and calibrated the instrument mixers and the incubator belt. Fse did not provide evidence that any of the replaced parts had caused the event. Fse verified repairs by performing a passing system check and an acceptable precision run.

Manufacturer narrative:
Evaluation codes, results, code (other): fse replaced the wash pump seals, the wash pump manifold, the peripump tubing, and adjusted the ultrasonics. Fse replaced and calibrated the instrument mixers and the incubator belt. Fse did not provide evidence that any of the replaced parts had caused the event.